Manufacturer narrative:
(B)(4). Information is unavailable; device was not returned for evaluation.

Event description:
It was reported that during a total gastrectomy, there was an incomplete staple line. Applied sutures in order to finish the case. There were no adverse patient consequences.